Event description:
Johnson and johnson professional, inc., became aware of a report of 1 case of hip dislocation requiring replacement of the hip prostheses from a 1991 article in the journal of contemporary orthopaedics (vol.23, no.5). The events described occurred over an unknown period of time preceding the publication.